Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site inflammation, redness, hardness, pain and secretion. A physician visited the patient and prescribed 1gm of oral co-amoxicillin tablets 2x1 for 6 days. The patient had home care visits with bandage changes twice per day. At the time of report, the patient did not have pain and the stoma site had minimum secretion and skin conditions were intact.